Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: since the exact event date was unknown, it was updated as first day of the month of awareness. D4: only di provided as lot number is unknown.

Event description:
It was reported that the tracheostomy tube had subsequent breakages within the week which have snapped at the same area of the flange. The event occurred at the patient house. There was patient involvement, but no patient harm was reported.